Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a left ventricular (lv) lead, the delivery catheter broke while slitting. It was further reported the distal end broke off at a right angle as the physician was slitting. A second catheter was utilized and also broke off during slitting at the distal section. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.